Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the header was separated from the case. There was no medical adhesive remaining on the case. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case. This device is included in the subpectoral implant advisory population.

Event description:
Boston scientific received information that during a general change out procedure, the header of this implantable cardioverter defibrillator (ICD) separated from the can. The ICD was explanted and replaced. No additional adverse patient effects were reported.